Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six weeks post implant, the right atrial (ra) lead exhibited capturing issues, and the right ventricular (rv) lead exhibited high thresholds. The ra lead was replaced, and the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.